Event description:
The customer called for assistance in changing the basal rates because of low blood glucose levels the past three nights. The customer stated that she was treated by the paramedics due to low blood glucose levels and vomiting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.